Manufacturer narrative:
Device investigation pending.

Event description:
On (B)(6) 2016, a respiratory therapist (rt) from the united states called mallinckrodt customer care reporting that device inomax dsir plus (B)(4) while in use would repeatedly perform automatic low range calibrations. While the low range calibration was in progress, the patient's oxygen saturation and blood pressure would drop. The information was obtained from the reporter over the course of two dates. The reporter stated she was aware the inomax dsir plus would automatically perform low range calibrations at scheduled intervals and that the device had been in use for over a week without any issues. The follow up reporter stated that on (B)(6) 2016 at approximately 07:00 hours she received a call from a nurse stating the dsir unit was alarming and it would spontaneously perform a low range calibration. The nurse told the follow-up reporter that while the low range calibration was in progress, the patient's blood pressure would drop. The patient baseline mean arterial blood pressure was reported as 60 and had decreased to 30 when the low calibration occurred. She did not recall a change in heart rate as previously reported. The follow-up reporter also stated the oxygen saturations did not drop despite the previous report by the initial reporter. The follow-up reporter proceeded to the ICU to investigate and found multiple low no alarms in the alarm history varying in length up to 3 minutes before they appeared to resolve. She stated a low range calibration was performed without any issue and the device appeared to be functioning as expected with appropriate monitored values. The patient was given atropine (dose not reported) and lev of ed was increased to 7mcg/kg, increasing the mean arterial pressure to baseline "around 60". The patient was also receiving vasopressin 0.06 mcg/kg. The patient has been on 100% fio2 prior to the device appearing to cause the drop in blood pressure and not as a result of the issue. The device remained in use until approximately 15:30 when the nurse called the follow-up reporter again and stated the dsir "keeps calibrating about every 10 minutes or so" and was alarming. Again when she responded, and the dsir plus unit appeared to be functioning as expected. The follow-up reporter replaced the device with a second inomax dsir plus device at the request of the nursing staff. The second unit functioned as expected, without issue. The follow-up reporter stated that neither the inoblender nor pneumatic backup switch was used to change out the device. There was no other nursing care or patient care activities taken when the patient blood pressure had dropped. She also stated this patient was very unstable having had a history of 6 cardiac arrests since her admission to the hospital, none of which were related to inomax or the inomax dsir plus device; rather a result of her disease process. However the follow-up reporter did state the patients' blood pressure decrease was probably related to the sudden withdrawal of inomax and probably related to the reported frequent low range calibrations noted by the nursing staff. The device was in use with a (B)(6) female admitted to the hospital on (B)(6) 2016 for shortness of breath. The admitting diagnosis is pulmonary hypertension interstitial lung disease, with history of pe, dvt and chf. The patient was intubated and placed on mechanical ventilation for increasing shortness of breath. She was started on 30ppm inomax on (B)(6) 2016 at 23:00 hours. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.

Manufacturer narrative:
Follow up to MDR 3004531588-2016-00047. Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 08-aug-2016. The regional service center (rsc) reviewed the service log which does not reveal any device malfunction. An automatic low calibration was started at 80b 9d 18:25:21 and about a minute later the delivery setpoint was changed to 30 ppm. The user would not have seen the monitored value change due to the automatic low calibration in progress, and aborted the low calibration. Delivery is not interrupted during low calibration, the device delivers no at previous set dose while sampling from the room air port instead of the sample line. Approximately 15 minutes later, another automatic low calibration started consistent with the second-hand report of the device automatically performing multiple low calibrations. This second low calibration is normal device operation due to the aborted first low calibration. The 20530 inomax dsir plus operations manual states "if a low calibration is canceled, the device will reattempt again every 15 minutes until successful". The rsc investigation was unable to reproduce any abnormal device operation. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was use error. This condition will be tracked and trended under the company's quality system.